Manufacturer narrative:
97755-s, sn: (B)(6), returned for product analysis. Analysis found no issues with finding or charging ins. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient representative regarding an external device .the reason for call was caller stated that the external equipment is starting to fail and patient cannot charge. Caller stated that there's a warning on the controller. Caller also mentioned that they also started to have troubles on the recharger. Caller had the patient on the line and patient explained that the message they are getting was telling them that the controller needs to be replaced when it was showing fully charged. Patient also mentioned that the recharger seems to have shortage since when the move the connection will lose contact. Patient stated that the recharger was also getting hot and they have been noticing this on and off for 3 months. A request was sent to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) , medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.